Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of 127808 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "when the trocar was pulled out, the safety mechanism remained in the needle."

Event description:
It was reported "when the trocar was pulled out, the safety mechanism remained in the needle."

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the safety mechanism did not engage was confirmed and the cause was likely supplier related. A photograph was submitted which depicted an io needle set. The obturator had been removed from the needle, but the safety mechanism could be seen to have remained within the obturator hub. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "when the trocar was pulled out, the safety mechanism remained in the needle."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.